Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: picture reviewed. However, without the actual device a thorough investigation could not be performed and further evaluation was not possible.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: tpn basics repeated downstream occlusion. Attempted troubleshooting - flushing cvl, flushing y site, removing and reinserting IV tubing, tried tubing in different pump, assessed for closed clamps. Issue only resolved by changing tubing - new tubing only lasting at max 11-12 hours before problem reocurring."